Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring greater than 200 ohms on right ventricular (rv) channel. Upon review, technical services (ts) stated that the impedance measurements were seen fluctuating and currently stable around 60 ohms. This device currently remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).